Event description:
Event description cpi received information that this implantable pulse generator (ipg) system was exhibiting loss of capture and pacing in the ventricle. The impedance level was less than 100 ohms. An invasive procedure was performed to analyze the system. Lead testing with the psa indicated that the lead had good placement with good sensing and pacing thresholds. The ipg was replaced and the system functioned appropriately.